Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The patient had symptoms of itching and stiffness, starting on (B) (6) 2010, which progressed into full withdrawal. Upon interrogation the pump reservoir volume was displayed as 9.5ml though the pump was dry. Rotor and dye studies were normal. The pump was replaced. The patient recovered without sequelae. The pump contained lioresal 2,000mcg/ml delivered at 379.3mcg/day.